Event description:
The provider states the frame snapped in the front of the chair on the base frame. 185 lbs. He states the end user claimed to be transferring from the chair and the piece just snapped. No injuries noted.